Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident. It was unknown that auto mode feature was active or not at the time of event. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.